Event description:
Boston scientific crm received info that this device and rv lead system exhibited intracardiac electrogram noise associated with oversensing and delivery of an inappropriate shock. The pt was fairly pacemaker dependent with rv pacing 98% of the time. The pt does have a slow underlying rhythm at 35 bpm. The maximum duration for asystole was 2.5 seconds. The measured values were within normal ranges and the ventricular sensitivity was programmed to nominal. The device has recorded inappropriate episodes on a daily basis, however, only one inappropriate shock has been delivered. There were no reports of pt adverse pt effects.

Manufacturer narrative:
Not returned. Conclusion: the pt's history is remarkable for a prior vvir pacemaker which was upgraded to a prizm vr he device with placement of a endotak reliance lead system. The chronic rv pacemaker lead was taken out-of-service and had been surgically capped. Technical services recommended that the system should be checked for myopotential oversensing including checks during pt isometrics and valsalva. Technical services discussed reprogramming of the ventricular sensitivity floor including rechecking vf detection. Additionally, lengthening of duration time was also discussed; however, this would not prevent pacemaker inhibition from occurring. Technical services asked if there was evidence that these reported clinical events were caused by multiple ventricular lead contact. A printout of this pt's episode was reviewed by technical services and myopotential oversensing was confirmed during deep breathing. The root cause was attributed to diaphragmatic or abdominal myopotential sensing. It is not known if this pt's abandoned lead contributed to the detection of the muscle myopotential activity. Boston scientific crm received info that this device's ventricular sensitivity floor was reprogrammed to least, however, noise and some pacing inhibition were identified. The pt has not received add'l inappropriate shocks. The pt was seen in the clinic and will be scheduled for an invasive lead revision procedure.